Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. However, the insulin pump had pump error alarm during self test and high sleep current at 5.34 due to corroded keypad and keypad traces at keypad assembly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump was received with missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that there was red light flashing and the insulin pump was vibrating. The customer's blood glucose was 6.3 mmol/l at the time of incident. The insulin pump will be returned for analysis.